Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 22.5 mmol/l, 7.6 mmol/l, and 7.4 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.